Manufacturer narrative:
Date of initial report: (B)(6) 2017. One used ls3092 ligasure device was received, and evaluation of the sample confirmed that one of the snaps on the jaw was broken and missing. A review of the device history records could not be performed, because a lot number was not available. Snap damage can be caused by misaligning the snaps during assembly or by multiple assembly attempts. The investigation identified the most probable root cause of the reported event to be improper assembly during use. The instructions for use included with this product lists measures for handling and assembling the device.

Event description:
The customer reported that during testing of the vlft10gen the bipolar mode activated when turning on the monopolar mode. There was no patient impact as this was an issue that was discovered prior to patient involvement.

Manufacturer narrative:
One used vlft10gen was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported that the bipolar mode activated when turning on the monopolar mode. The reported condition was not confirmed in memory nor duplicated. The investigation found the device to function normally and within specifications. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. This unit does not meet the requirements for a manufacturing or service failure therefore; a device history review or service history review is not required. If information is provided in the future, a supplemental report will be issued.